Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to erosion of the ins through the skin. It was unclear if the entire system was explanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04f91, implanted: (B)(6) 2012. Product type: lead: product ID 3037. Product type: programmer, patient. (B)(4).